Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the system was working find until the patient had extracorporeal pulse activation technology (epat) performed on their left foot for bulging tendon in the back of the ankle on (B)(6) 2019 and since then they¿ve had excruciating pain in the left leg, going from the groin and wrapping around to their back. The rep reported that the patient talked to another rep who had the patient turn intensity up and down and turn stimulation off and on. The rep reported that the pain was worse when the patient increased the intensity. The rep reported that when the ins was on, the pain was intense and when the patient turned the ins off, the pain subsides, but not completely and then the area just aches. The rep ran impedances including different reference electrodes and all were normal and under 1,000 ohms. Additional information was received from a rep. The rep reported that they were unsure what the cause of the pain and aches was. The rep reported that the neurosurgeon had ordered x-ray to see the integrity of the system. The rep reported that the patient was instructed to turn the device off. The issue wasn¿t yet resolved. The rep noted that the settings for the epat therapy were: 10-11 hz, 5000 pulses, 1.4-2.2 pressure. The rep reported that the epat therapy was done on the left foot and up the calf no higher than the knee and since that time the patient had pain in the hip when stimulation was turned on. No further complications were reported.